Event description:
The catheter (subject device) was returned for analysis and was examined. During device investigation and analysis, it was discovered that the catheter (subject device) ptfe (polytetrafluoroethylene) inner lining was identified in the shaft. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned. The lot number was confirmed with the packaging returned with the device and the hub. During visual inspection, the catheter shaft was kinked in multiple areas. The catheter tip was intact. There was procedural fluid in the hub flow path. There was no visible delamination in the hub. During functional inspection, a 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The catheter could not be flushed, a 0.0158" patency mandrel was advanced through the catheter and stopped 6cm from the proximal of the hub. The patency mandrel was attempted to be advanced distally and stopped at the same location. The catheter shaft was cut 6cm from the proximal of the shaft and material was identified in the catheter shaft. The patency was inserted into the hub and material which appeared to be ptfe (polytetrafluoroethylene) inner lining exited the cut shaft. Water was placed on the material to ascertain if it would dissolve, the material did not dissolve. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use, continuous flush was maintained throughout the clinical procedure. It was a left anterior carotid artery (aca) a2 thrombus procedure. Used guidewire to deliver subject microcatheter to left aca a3. Withdrew the guidewire and then used subject microcatheter to deliver retriever. The IFU (instructions for use) of this stent states it could go through 0.0165 microcatheter but the stent could not be advanced into subject microcatheter. Replaced the subject microcatheter with another one to go through same stent to finish the procedure successfully. There was no reported friction delivering the guidewire to deliver the subject microcatheter. The catheter shaft was kinked. The catheter could not be flushed, a 0.0158" patency mandrel was advanced through the catheter and stopped 6cm from the proximal of the hub. The patency mandrel was attempted to be advanced distally and stopped at the same location. The catheter shaft was cut 6cm from the proximal of the shaft and material was identified in the catheter shaft. The patency was inserted into the hub and material which appeared to be ptfe inner lining exited the cut shaft. Water was placed on the material to ascertain if it would dissolve, the material did not dissolve. It is likely the ptfe inner layer was damaged when resistance was felt advancing the stent during the procedure. The as reported event of catheter hub friction as well as the analyzed events of catheter shaft kinked/bent, catheter shaft blocked/occluded and catheter ptfe inner lining peeling will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.